Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted no device anomalies until seal plugs were removed, at which time multiple induced issues were observed. The df+, df-, right ventricular (rv) and right atrial (ra) tip setscrews, moved freely and operated normally. The left ventricular (lv) tip and ring setscrews were both stuck in the up position and their associated retainer washers volcanoed, upward. Lab technicians then observed broken wrench tips in the ra and rv ring setscrew hex slots; both setscrews were also in the up/loosened position and their retainer washers also volcanoed upward. All seal plugs were present and in good condition with the exception of the df-, which was loose but otherwise undamaged. Attempts to remove the broken wrench tips from the ra and rv ring setscrews were unsuccessful thus the device could not be electrically tested. There were no allegations against the device's functionality while implanted. The device exhibited good charge times, confirming that the device was still capable of delivering therapy.

Event description:
Boston scientific received information that during explant for normal battery depletion, difficulty was observed during setscrew retraction. Three setscrews were unable to be retracted so as, to remove the associated lead terminal pins; thus, resulting in the necessity for the lead's to be cut for removal. All damaged leads were non boston scientific with the exemption of the left ventricular lead, which had been electively deactivated several years prior. No resulting adverse patient effects were reported. The explanted device is expected to be returned for a post market analysis.